Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer's blood glucose level. The customer received a replacement pump and switched to it, with no further action necessary.